Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead insulation was perforated or damaged while putting in the guidewire prior to inserting in the patient. This lv lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed a puncture hole near the tip end of the lead (approx. 79 millimeters from the tip), consistent with a backloaded guidewire escaping the lumen. The insulation damage allegation was confirmed based on observation of a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead insulation was perforated or damaged while putting in the guidewire prior to inserting in the patient. This lv lead was replaced with the same model and not implanted. No adverse patient effects were reported.